Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient was revised due to a loosened set screw and a disassociated connector approximately two months post-operatively. Revision surgery took place on (B)(6) 2018. (Related to 3004774118-2018-00098).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation, and a thorough investigation was completed. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the transverse connector, it was noted that the deformations are consistent with a fully locked screw. It is indiscernible if the ball is fully outside the socket no relevant discrepancies were found.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient was revised due to a loosened set screw and a disassociated connector approximately two months post-operatively. Revision surgery took place on (B)(6) 2018. (Related to 3004774118-2018-00098).